Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm basilic vein on (B)(6) 2023. Catheter was tpa'd 3 times during it's use. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. PICC was pulled back on (B)(6) but kink remained. A new PICC was inserted. PICC dwell time was 10 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s left upper arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was seen in the image. A definitive kink could not be confirmed from the image. Kinks in the catheter can be caused by catheter placement, patient anatomy, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text: evaluation findings are in section h11.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm basilic vein on (B)(6) 2023. Catheter was tpa'd 3 times during it's use. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. PICC was pulled back on (B)(6) but kink remained. A new PICC was inserted. PICC dwell time was 10 days.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.